Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase: it may be for instance caused by a foreign body which impedes its return (in this case the user shall eliminate the cause of the blockage and initialize the device). The service inspected the pump and found out a wrong machine origin of the pushing unit, thus confirming the blockage by a foreign body. Moreover, the display was found stained and tilted in its lodging, sign the device had undergone a shock or a fall. No consequences for the patient.

Event description:
The customer reported the following: "err 4, switch off not possible, screen flickers."